Event description:
Bowel injury. Treated with diverting colostomy.

Manufacturer narrative:
The weight, gender and date of birth of the patient are not known to the manufacturer.the date of the event is not known to the manufacturer.the training record of the surgeon was confirmed. General history of similar devices from controlled inventory was considered.